Manufacturer narrative:
No additional information is currently available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that the patient reported experiecing syncope for an unknown reason. An email was sent to the field representative in an attempt to obtain additional information from the clinic.

Event description:
The field representative attempted to contact the physician's office for additional information. No additional information was available. It was noted that the physician's office listed as the patient's main physician has not seen the patient since implant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.